Manufacturer narrative:
Corrective action: fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign nailing surgery is included in the sign technique manual; however, no on can predict a non-union or a fall. Therefore, no corrective action is indicated or would help prevent this type of situation from happening again. No indication of product defect was found.

Event description:
Surgeon's database report states that the pt received an implanted im nail seven (7) months ago. Recently, the pt fell placing stress on the proximal screw which resulted in breakage of the screw. Review of pt x-rays confirms migration of the proximal fracture fragment in a distal direction and shows the broken proximal interlocking screw. The surgeon performed an exchange nail procedure to repair th f/x site and replace the im nail. Cause: pt fell and broke proximal interlocking screw in an implanted im nail.